Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker previously showed six months remaining longevity. During the recent device check, the device was at one year remaining longevity. As of this time, the device remains in service. No adverse patient effects were reported.